Event description:
A customer reported a delivery issue with a replacement adc device. The replacement was originally issued due to customer receiving a sensor error message. The customer indicated that due to a delivery delay, they did not have a device to monitor glucose and experienced symptoms of hypoglycemia including confusion, dizziness, and loss of consciousness. A family member administered sugar water to customer for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.